Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of this report. This report is submitted on 26 march 2020.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the surgeon, the patient experienced skin breakdown over the receiver/stimulator. The implant remains in-situ.